Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+3.0/092 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault the lens was repositioned but the problem was not resolved, so the lens was explanted. The lens was replaced with a different model/diopter but same length lens and the problem was resolved. The cause of the event was unknown. The lens was discarded.